Event description:
It was reported by the patient's mother that the patient sometimes experiences aspirations. No other relevant information has been received to date.

Event description:
Information was received noting that the reported aspirations are not related to the vns and that the last system diagnostic test for the patient was within normal limits.